Event description:
The customer tested her blood glucose using 2 breeze2 meters and received readings of 550 and 250mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strip information was not provided.replacement meter was sent to the customer